Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs / emitting noise) was confirmed. As received, the charger would not power on. Upon evaluation, the power supply lacked an output voltage. In addition, there was contamination on the battery board. The cause of the inability to power on and charge the battery packs is the lack of output voltage and contamination. The root cause of the lack of output voltage cannot be positively identified. The root cause of the contamination is liquid ingress of an unknown contamination. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs and was emitting a noise.